Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective stimulation. A sjm rep was unable to resolve the issue with reprogramming. At the time, no course of action will be taken to address the issue.